Manufacturer narrative:
Field service engineer determined the monthly maintenance was not completed. He replaced the lamp and cells. He checked the pump pressure, rinse tubing, probes and probe rinse stations. He performed precision testing and the customer performed calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned low patient results for ca2 calcium gen.2 tested on a cobas 8000 c (701) module. The initial reporter mentioned that the samples were repeated on another cobas c 701 analyzer and recovered normal. The customer provided data for one patient. The initial calcium result was 7.7 mg/dl and reported outside the laboratory. The repeat result was 10.6 mg/dl which was tested on another cobas c 701 analyzer. The customer determined the repeat result was correct. Calcium reagent lot and expiration date were requested but not provided.